Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Visual observation showed complete lead was returned in two segments. The distal segment was mangled. There was a fresh tear in molded insulation that was noted on all 3 terminal legs. This was suggested to be caused by explant damaged. Detailed analysis showed the abrasion most likely due to lead to lead on lead contact. However, the distal conductor at these locations was intact and not exposed. The device manufacture date for this product is february 28, 1999.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noisy signals. The physician had it removed and replaced it with a new one. Additional information obtained from the field representative indicates that the cause of the noisy signals were not determined. This rv lead was returned back to the laboratory. No adverse patient effects were reported.